Manufacturer narrative:
No pump error 82 or pump error 63 noted during testing, however noted in trace download analysis due to moisture damage. Device passed occlusion test, force sensor test, basic occlusion test, prime/seating test, rewind test, self test and displacement test. During visual inspection, found motor and electronic stack moisture damage.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his insulin pump had failed self test and received pump errors. The customer's blood glucose level was unknown at the time of the incident. It was reported that the customer's sensor glucose reading was low at 58 mg/dl, and it lost sensor signal, then it was reinitialized and the sensor signal came back on and sensor reading was 76 mg/dl. The customer was assisted in troubleshooting. The alarm history showed the hrm task did not grant motor power in reasonable time error. The customer reported that he was able to clear the alarm as well as complete the insulin pump rewind. The customer was assisted in performing the displacement test and the test was passed. The customer was assisted in performing self test and the test failed and the insulin pump had hardware low level failures error. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. He was also advised to put the insulin pump into storage mode. The insulin pump will be returned for analysis.